Event description:
The introducer was placed over the micro wire after the initial arterial puncture, when the physician went to exchange the introducer out, only the top of it came out, the sheath part was broke apart from the top. Both items were removed from the artery.